Event description:
Baby experiencing hypoglycemia unresponsive to increasing dextrose concentration in hyperalimentation fluid and boluses. Bed linen found wet with hyperalimentation fluid underneath filter. Filter found to be cracked and replaced immediately. Hosp swapped all baxter filters on 04/14/1998.